Event description:
Info received indicates the bed has no brake or steer functions. The bed will roll with the brake pedal in the brake position with some force applied to the bed.

Event description:
Reporter alleged obtaining the results of 246 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.